Event description:
Report received that a patient was to have a full revision surgery because her vns presented with high impedance. No surgical intervention has occurred to date. No further relevant information has been received.

Event description:
It was reported that the patient had a full replacement. The explanting facility is a no return site therefore the explanted devices were not received for analysis.